Event description:
It was reported that insulin did not come out of the bd ultra fine¿ pen needle during the priming and injection. Lot #'9009593 and an unknown lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: spouse of a consumer reported nothing comes out during the priming and during the injection. She thinks sometime needle only dispenses the partial insulin during the injection. Consumer uses new pen needle each time of his injection. She does think he visually tests the needle to see if it is straight. He rotates the injection site. She is not sure if he tightens the pen needle while attaching on the pen.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9009593. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-03-12. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin did not come out of the bd ultra fine¿ pen needle during the priming and injection. Lot #'9009593 and an unknown lot were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: spouse of a consumer reported nothing comes out during the priming and during the injection. She thinks sometime needle only dispenses the partial insulin during the injection. Consumer uses new pen needle each time of his injection. She does think he visually tests the needle to see if it is straight. He rotates the injection site. She is not sure if he tightens the pen needle while attaching on the pen.